Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving false predictive low blood glucose alerts when the blood glucose reading was over 200 mg/dl. She also reported that the insulin pump inappropriately activated threshold suspend. The blood glucose reading was 175 mg/dl. Nothing further was reported.